Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported a device button non functional. No adverse event alleged. The pump can not be sent for investigation due to custom and legal issues in (B)(6).